Event description:
It was reported that while impacting an adm cup, the impactor tip broke into two pieces. A second impactor handle and tip was given to the surgeon. The second tip also broke while being used.

Manufacturer narrative:
Add'l lot number: 2994674. A supplemental report will be submitted upon completion of the investigation.